Event description:
It was reported that during a da vinci s mitral valve repair surgical procedure, the tip of the permanent cautery spatula instrument broke off and fell inside of the pt while the surgeon was cauterizing the opening of the pericardium. The broken tip was retrieved and discarded. The planned procedure was completed with a replacement instrument of the same type and without significant delay. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned with the proximal clevis completely detached from the main tube. Per the customer reported complaint, engineering evaluation observed that the proximal clevis and wrist are missing from the instrument. The main tube interface wall is also missing pieces. Engineering concluded that the failure mode experienced by the customer was due to a break at the proximal clevis to main tube interface and most likely caused by excessive side loading at the tip. Engineering determined that the wrist was possibly cut off in order to remove the instrument from the cannula accessory. Per the case notes, the broken instrument component was successfully retrieved from the pt.